Event description:
During a minimally invasive surgical procedure, a small tear occurred in the anterior portion of the superior vena cava (svc) when dissecting the svc pericardial reflection. It appeared that a portion of the svc was pinched between the instrument jaws when the surgeon was attempting to blunt dissect through the pericardial reflection. A small right thoracotomy was made to control the bleeding from the svc. No system or instrument malfunction were reported. It was reported that the pt recovered and was released from the hosp.